Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, the patient was experiencing sweating on the back of her neck, dizziness, and her mind was ¿fuzzy¿. The patient reported that her cgm mobile app did not provide her with an alert notifying her of her hypoglycemic state, however, it was not reported what the patient¿s cgm value was at this time. The patient was also wearing an omnipod insulin pump. The patient went to her pantry to get her nasal glucagon spray but passed out before reaching the pantry. The patient¿s husband called ems and while waiting, he treated the patient¿s wife with nasal glucagon spray. After treatment, the patient regained consciousness. Once ems arrived, the patient¿s bg meter reading was 100 mg/dl. The patient was transported to the ER for unspecified tests and monitoring. She was discharged home after being in the hospital for 24 hours. The patient was "fine" at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.